Event description:
Adverse event(s): "no pt involved" (no pt involvement). Product problem(s): "no image from eyetracker on monitor" (image display error [monitor]). A customer reports there was no image from the eyetracker displayed on the monitor. This occurred during set up, so no pt was involved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable information becomes available. (B)(4). This report was mailed to FDA on: (B)(4) 2010. (B)(4).